Event description:
It was reported that the ventricular assist device (vad) patient experienced volume overload as they skipped their evening diuretic due to not wanting to get up at night. Their diuretic dosage was increased that the patient was admitted to the hospital due to shortness of breath, weight gain and abdominal distention. The patient was given an intravenous (IV) push diuresis, continued on their prescription vasodilator and their mean arterial pressure was low but improved on their own. The patient was transitioned to oral diuretic. All of the patient's cultures were negative and an echocardiogram showed no changes from their previous scan. The patient was discharged and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced volume overload as they skipped their evening diuretic due to not wanting to get up at night. Their diuretic dosage was increased that the patient was admitted to the hospital due to shortness of breath, weight gain and abdominal distention. The patient was given an intravenous (IV) push diuresis, continued their prescription vasodilator and their mean arterial pressure was low but improved on their own. The patient was transitioned to oral diuretic. All of the patient's cultures were negative and an echocardiogram showed no changes from their previous scan. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.